Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2021-02256. Please refer to mfg report number 2249723-2021-02256 for all information for this complaint event. Please cancel this report in your database.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device the fse replaced the fiber optic sensor extension cable assembly. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the customer or complainant site is (B)(6).

Event description:
It was reported that during a service visit by a getinge field service engineer (fse), the fiber optic port was observed to be broken. There was no patient involvement and no adverse event was reported.